Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (connector damaged, not communicating with electrode belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, connector j1001 on the computer/analog pca was damaged. The root cause for the damaged connectors was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor's electrode belt connector was damaged and that the monitor was not properly communicating with an electrode belt.